Event description:
Per the info provided to co by the physician's office, the device was revised because the "tubing crossed over and was in the way of the release bar due to scar tissue." As reported to co, the entire device was left in place. The scar tissue was removed and the "device functioned fine."